Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. The patient died due to infection. Also implanted were: pxa280300/05097047, pxa260300/04737765, pxa260300, pxa280300, pxt281414, pxc141000, pxc141200.

Event description:
In 2007, the pt treated for a ruptured aortic aneurysm with the gore excluder aaa endoprosthesis. The pt developed a type I proximal endoleak. Approx two months later, a re-intervention was performed. An aortic extender component and trunk-ipsilateral leg component were implanted which resolved the endoleak. On the following month, it was discovered the pt's perma-cath and endoprostheses were infected. On the following day, the devices were explanted. The physician stated the patient was not a candidate for open repair. On two days later, the pt died, the official cause of death stated as infection.